Event description:
Fill volume: 725 ml. Flow rate: 10 ml/hr. Procedure: unknown. Cathplace: unknown. It was reported, pump lasted 42-hours instead of 75-hours. There was no reported injury. Additional information was provided on 23dec2021, the nurse connected the onq to the patient at roughly 2pm, onq weight 827ml¿75ml (tare weight) = 752ml; type, dosage of medication ropivacaine 0.2% @ 10ml/hr. On (B)(6) 2021, at approximately 1pm the patient reported that she noticed the onq was flat at around 8am that morning (about 42 hours since initiation). The patient¿s pain increased at that time and she went to her nearest emergency room (ER). It was reported the patient was evaluated at the ER and she denied any signs or symptoms of local anesthetic systemic toxicity (last). Additionally, the patient denied leaking or manipulation of onq pump; no patient injury reported.

Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is in-progress. All information reasonably known as of (B)(6) 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury. Device requested but not yet received.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for lot 20066764 was reviewed and the product was produced according to product specifications. All information reasonably known as of 21 feb 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.